Event description:
The hcp reported the pump was refilled the expected reservoir of 2cc and the actual of 7cc. The hcp was able to refill the pump with 18ml as usual. The programming was not changed. The next day, the patient was admitted to the hospital comatose and was placed on a ventilator. The patient had additonal symptoms of flaccidity of the legs and minimal responsiveness. The pump was cleared of drug and set to minimal rate. No catheter or dye studies were done. The paitent was extubated the next day and treated with oral baclofen. The hcp aspirated more than 30ml from the pocket site. The family reported the pocket has been showing signs of accumulation of fluid in the pocket for the previous few weeks. The pump and catheter were both explanted and replaced in 2005 due to baclofen overdose,toxicity and a break, tear, or hole in the catheter. The device system was returned to the manufacturer for analysis. The patient outcome after the replacement surgery was not reported.

Manufacturer narrative:
Final device analysis results reveal connector broken around suture ring.